Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected intermittent but recurrent high out-of-range right ventricular (rv) lead pacing impedances. Isometrics and pocket manipulations were unable to create any noise boston scientific technical services (ts) recommended an x-ray to assess for possible rv lead fracture.